Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. Date of event is an approximation. No symptoms were reported, but 2 days after the event, on (B)(6) 2024, the patient went to the emergency room and an x-ray confirmed that the sensor wire was inside the skin. On (B)(6) 2024 the patient underwent a surgical intervention and received local anesthesia. The sensor wire was removed and was reported to have been about 2.5 centimeters deep in the skin. The patient received 5 stitches. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2024.